Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
The vns device was explanted on (B)(6) 2013. For the indications for operation, it was stated that the patient developed pseudomonas pneumonia and vns wound infection. The patient had an I d of her wound previously and presented with persistent infection and extrusion of her leads. The surgeon made an elliptical incision around the patient's previous wound and granulation tissue protruding through. The leads were visible within the granulation tissue. Immediately upon making the incision and monopolar cautery, it began to bleed. The abnormal tissue was ellipsed out. Then with bacitracin-soaked sponges, the surgeon began manually debriding the pocket. He also removed the tissue with pituitary rongeurs and then placed a peroxide soaked sponge into the tissue to help with the bleeding and continued to manually debride back to good viable tissue. There was a small granuloma extending out of the center potion of the cervical wound. That portion was removed. The leads were cut to the generator which were filled with purulent material. The wounds were dressed with telfa and paper tape. The patient tolerated the procedure well and was transferred out in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
Clinic notes dated (B)(6) 2013 indicate the patient was seen for follow up of her vagal nerve stimulator generator revision. The patient is being seen for evaluation of her axillary wound infection. Per the notes, her mother states that she hit herself over her cervical scar on saturday evening, and then on sunday they noticed it was swollen. At that point they figured there was a small hematoma under the scar. Four days later the scar became very red. The patient's axillary incision continues to drain purulent material. She is on her last day of antibiotics. Her mom denies any fever or irritability. The physician informed the patient's mother that he will have to remove all the hardware and clean out the wound. However, he wants to see the patient the day before surgery to make sure it is not getting better. If not then he will plan to remove the hardware on (B)(6). We will plan on seeing her in the office on (B)(6). The procedure as well as the risks benefits and alternatives were discussed with the patient's mother who agreed to the operation. Attempts will be made for additional information. No other information has been provided.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient finished the course of prescribed antibiotics and that the wound is healing nicely.

Manufacturer narrative:
(B)(4).